Manufacturer narrative:
Follow up 1: the product was not returned for inspection. A traceability analysis has been conducted and it shows the presence of the faulty stm eeprom component. The erroneous write caused by the eeprom compound is not supported by the monitor, which causes the monitor to stop unexpectedly and reboot. The CAPA 2025-04 opened on the subject of monitor reboots is still ongoing, and it addresses the various investigations carried out on the subject.

Event description:
Three monitors stopped working. Attempt to change the pso-ec30 cables, which did not change anything; then changed the monitor with no effect. The catheter therefore had to be changed to resolve the issue.

Event description:
Three monitors stopped working. Attempt to change the pso-ec30 cables, which did not change anything; then changed the monitor with no effect. The catheter therefore had to be changed to resolve the issue.